Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 322 mg/dl. A bolus of insulin was delivered and an insulin injection was administered to address the bg level. The customer was not sure why the bg level was high. Tandem technical support had the customer perform a system check and the pump was found to be functioning as expected.